Event description:
Customer reported enabling the scan button on device, however it did not display on the screen. No treatment. A request was made for return product and replacement product was sent.